Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 09/17/2015. The fse replaced the tubing through valve lv8 as it was worn; the instrument is more than 10 years old. Additionally, the fse had to replace the vacuum filters because they were clogged. The instrument is operational. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported a clear leak of approximately 2 ml in volume from probe wipe on a coulter act diff analyzer during start up cycle. The customer was wearing personal protective equipment (ppe) consisting of gloves, lab coat, and glasses at the time of event. There was no exposure to wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.